Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's helium transducer calibration failed. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) unit's helium transducer calibration failed. No one was harmed.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: a2, a3, b4, e1 (email), g3, g6, h2, h10, h11.

Manufacturer narrative:
Additional information: site postal code and state (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by calibrating the transducer. Fse then performed full calibration and tested the unit. The iabp then released for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.